Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is freezing up and not responding. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be confirmed and duplicated. The uim is freezing up- not and not responding. The uim is obsolete and has been physically damaged and no further actions are needed. This issue will be internally investigated within vyaire.